Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a driveline disconnect event as well as low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2020. At 9:13:38 am on (B)(6) 2020, the driveline appeared to be disconnected causing a pump stop event. This event was associated with com a, com b, power a broken, power b broken, and low pump current fault flags as well as low flow, driveline disconnected, and lvad_off alarms. The event lasted approximately 22 seconds, following which, the pump regained speed and assumed normal operation. Excluding the pump stop event, the pump operated at or above the low speed limit. Additionally, transient low flow fault flags were captured on (B)(6) 2020 when the estimated flow dropped below the low flow threshold of 2.5 lpm. These faults resulted in 2 low flow hazard alarms on (B)(6) 2020, which lasted approximately 13 seconds and 16 seconds, respectively. The observed low flow events also appeared to be associated with slightly elevated pi values ranging from 9.7-10.5. Despite the observed events, the pump appeared to function as intended. Multiple attempts were made to obtain additional information regarding the events identified in the submitted log files; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU states that if the driveline disconnects from the system controller, the pump stops. If this occurs, the driveline should be reconnected to the system controller promptly to resume pump operation. This document also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. In reference to pump flow, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. Furthermore, the hmii IFU and patient handbook address all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a driveline disconnect on (B)(6) 2020 and low flow events for a few days prior that occurred when pi was elevated.